Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via a merlin@home transmission showing non-sustained rv oversensing (nsrvo) due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. The device was post-paced t-wave oversensing. Programming changes were discussed. On feb 10, 2021 further instances of non-sustained rv oversensing due to post-paced t wave oversensing where observed. Programming changes were made. Device remains implanted.